Event description:
It was reported that the interpulse handpiece with high flow tip was observed to have shattered packaging upon opening during a total knee procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the interpulse handpiece with high flow tip was observed to have shattered packaging upon opening during a total knee procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer for evaluation.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause was not able to be determined. The device was scrapped at the manufacturer.